Manufacturer narrative:
Device code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-may-11. It was reported that the catheter tip had a distal intra dural granuloma causing an obstruction. There was no kink present. Actions taken to resolve the issue included a new spinal segment catheter being implanted. Results of the rotor study were ¿normal¿ and no dye was injected due to catheter occlusion on (B)(6)2018. The catheter kink and possible withdrawal symptoms were resolved. The patient¿s weight was reported. Chronic headaches were listed as relevant medical history. Device catheter replaced. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The event/difficulty occurred on (B)(6) 2018. The patient was experiencing possible withdrawal symptoms according to the emergency room (ER) physicians upon her arrival on (B)(6) 2018. The patient stated one of her physician¿s said her pump catheter had a kink, but was unable to remember which one shared that information when asked. It was noted the patient had been admitted. The pump was interrogated in which no abnormalities were found with the pump. Interventions/actions taken to resolve the issue included discussion according to neurosurgery residents was taking place to have ir perform a rotor/dye study. The issue was not resolved at the time of this report and the patient¿s status was ¿unknown, but would follow-up for more information.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical interventions did not occur, and it was unknown if surgical intervention was planned, but ¿would follow-up for more information.¿ the patient¿s weight and medical history were ¿unknown but would follow-up for more information.¿ no further complications were reported/anticipated or expected.